Event description:
It was reported the pt had not used the scs system for one year. It was reported the pt had been receiving radiation therapy and had not needed the pain relief, but recently had tried to recharge the ipg and was unable to communicate using the external devices. The pt was to set an appointment with the physician regarding the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.